Event description:
Hosp nurse reported that customer was hospitalized for high blood glucose levels. Customer began using the insulin pump without receiving any training on it. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.